Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient with history of lower extremity venous thrombosis and gastrointestinal bleeding with contraindication to anticoagulation had an inferior vena cava filter deployed with the apex at the level of the renal veins. The filter was noted to be fully expanded and in good position. Approximately one week post filter deployment, outside CT scan demonstrated a filter limb in contact with the anterior lateral margin of the aorta. The decision was made to remove the filter to decrease the chance of aortic injury. The right internal jugular vein was accessed and a cavagram demonstrated the medial leg of the filter extending significantly through the ivc wall. The retrieval cone device was advanced and closed over the tip of the filter and was removed without difficulty. The patient was prepped and draped and the right common femoral vein was accessed and a new retrievable filter was deployed in an infrarenal position below placement of the previous filter. Subsequent cavagram demonstrated good position of the filter without evidence of caval wall penetration. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for perforation of the ivc. However, the investigation is inconclusive for tilted filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Perforation of other acute or chronic damage of the ivc wall. Filter tilt, filter malposition. Precautions: position the retrieval hook 1 cm below the lowest renal veins. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted. The filter was removed percutaneously. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Two days of post deployment, computed tomography of abdomen and pelvis without contrast was performed which revealed an inferior vena cava filter in place. After, six days, inferior vena cavogram was performed for foreign body retrieval which showed current bard recovery inferior vena cava filter based on outside computed tomography demonstrates one of the limbs to have penetrated the inferior vena cava and was in contact with the anterior lateral margin of the aorta. After, it was decided that the filter should be removed to decrease the chance of an aortic injury secondary to the filter limb. Utilizing ultrasound guidance, access to the right internal jugular vein was obtained. A pigtail catheter was utilized to inject below the filter. This was evaluated closely for clot formation. No clot in the filter was identified. The medial leg did extend significantly through the inferior vena cava wall. Therefore, the retrieval cone device was advanced over the wire to the level of the filter. The cone was closed over the filter tip. Bilateral oblique images were obtained demonstrating that the tip was completely encased by the cone. Utilizing a standard withdraw technique, the cone was withdrawn into the 10-french sheath without difficulty. Subsequent cavogram demonstrates no evidence of extravasation. The cavogram was performed to exclude extravasation due to the unusual position of the medial leg which had penetrated the wall. At this time, attention was turned to placement of a new inferior vena cava filter. Utilizing ultrasound guidance, access to the right common femoral vein was obtained. A new bard recovery filter was deployed in an infrarenal position below the placement of the previous filter. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: - movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the instructions for use. Precautions: - position the retrieval hook 1 cm below the lowest renal veins potential complications: possible complications include but are not limited to the following: -movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the instructions for use. - perforation of other acute or chronic damage of the ivc wall. - filter tilt. - filter malposition. H10: b5, b7, g3. H11: b6, d6 (a)(date of implant), e1 (complainant phone no), g1, h6(device, method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of inferior vena cava. The filter was removed percutaneously. The status of the patient is unknown.